Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30751210m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a supraventricular tachycardia (svt) ablation procedure with a webster ® cs catheter with ez steer¿ technology. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a cardiac tamponade was noticed before any ablation had occurred. The patient had a drop in blood pressure that occurred when they were getting ready to zero the ablation catheter and were performing respiratory training. The cardiac tamponade was confirmed by an echocardiogram. The medical intervention provided was a pericardiocentesis and just over 200 cc¿s of fluid were removed. The patient was reported to be in stable condition. There was no indication throughout the case of any issues besides the patient's drop in blood pressure. The physician believed the pericardial effusion may have occurred due to a perforation by the webster ® cs catheter with ez steer¿ technology. No ablation had occurred yet. Additional information was received. The physician¿s opinion on the cause of this adverse event was procedure and patient condition related. The patient outcome was fully recovered. The generator that was intended to be used was a smartablate. A transseptal puncture was not performed. No ablation was performed prior to noting the cardiac tamponade. The event occurred during mapping phase. Irrigated catheter flow setting was at 2cc ¿ idle. The correct catheter settings were selected on the generator but no ablation was performed. No error messages observed on biosense webster equipment during the procedure. Force visualization features were set at graph, dashboard, vector and visitag. The correct catheter settings selected on the generator. The webster ® cs catheter with ez steer¿ technology had slipped into the right ventricle while attempting to cannulate the coronary sinus. For this reason, the physician speculated that it was possible that the webster ® cs catheter with ez steer¿ technology may have caused perforation. Based on the available information, the event was assessed as MDR reportable under the webster ® cs catheter with ez steer¿ technology as there was no ablation performed and the physician speculated that it was possible that the webster ® cs catheter with ez steer¿ technology may have caused perforation.